Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 10 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that pump stoppages occurred on (B)(6) 2017. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppages. These events appear to have occurred only while the lvad system was connected to the power module. X-ray images submitted revealed one area of concern external to the patient. The internal portion of the percutaneous lead (driveline) did not show any obvious areas of concern. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017 without issues. The continuity test did not indicate any broken wires. No issues were observed immediately after the patient was placed back on a grounded power module patient cable. On (B)(6) 2017, the lvad clinician reported that abnormal pump operation returned following the distal end replacement. An additional log file submitted for review revealed low speed, low flow and a pump stoppage on (B)(6) 2017. It was reported that the patient will use an ungrounded power module patient cable while on power module support. The clinicians will continue to monitor the patient with outpatient clinic visits and regular log file submissions. No additional information was reported.

Manufacturer narrative:
Reportable event type updated. Device evaluation: the replaced external portion of the percutaneous lead (driveline) was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log files. The log file captured pump stoppages and corresponding low speed hazard event alarms on (B)(6) 2017 while the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. Approximately 10.5 inches of the distal end of the driveline was returned for evaluation. Examination of the driveline revealed metal braided shield breakdown approximately 2.5 inches (terminus of the bend relief) and 5 inches from the metal connector. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. Following this event, the patient remained ongoing on (B)(4) using an ungrounded patient cable with no further complaints reported until they received a heart transplant on (B)(6) 2017 as status 1a due to device issue. The pump will not be returned for evaluation as it was disposed of by the user facility. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was elevated to status 1a on the heart transplant list for a device malfunction and underwent a heart transplant on (B)(6) 2017. The device was disposed of at the user facility. No additional information was provided.